Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Corrected implant date (d.6a): (B)(6)1997 (only year provided) device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: black particles observed in the surface of the shell. Observed, a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.